Event description:
The resident was transferred after her shower to her wheelchair (breeze), by 2 certified nurse aides. The wheelchair pedals were fully retracted prior to the transfer to avoid any injury to the resident's lower extremities. The wheelchair pedals however, are only retractable after downward pressure is applied to a square latch lever which then rotates inward when the wheelchair pedals are retracted backward..... This latch itself then becomes a threat of injury to the lower legs. Upon this transfer the resident's right lower leg was injured by hitting this latch, causing a 19 x 7 cm deep flesh wound.